Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000113128. Common device name: drg: lead, model:mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 9054571. A patient experiencing ineffective stimulation was reported to abbott. Patient had both scs and drg systems explanted due to ineffective pain relief. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2024-08320. It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein both the scs and drg system were explanted. The investigation was unable to determine leads that were associated with the issue.